Event description:
It was reported that a cartridge alarm 30 occurred during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was advised to use multiple daily injections as a backup for insulin delivery, and a replacement pump was sent by technical support. Additionally, instructions were provided for the return of the problematic pump, and the customer acknowledged all the provided guidance.